Manufacturer narrative:
The unit was received with a broken off retainer, a missing p-cap o-ring, cracked battery tube threads, a scratched bottom case, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the clear ring fell off of the reservoir compartment. The customer's most recent blood glucose reading was 8 mmol/l. The customer was unsure how the damage occurred, however he stated that the insulin pump probably came loose and fell off. The customer was advised that the device would be replaced. No further details were provided.